Event description:
It was determined that the patient had a surgery where the insert, bushings, sleeve, bumper and rotating component were revised on an unknown date for an unknown reason.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: mrh hdp assembly pack; cat# 64812150; lot# lez537. Mrh tib rot comp xs-xl; cat# 64812100; lot# ctd7984. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.

Event description:
It was determined that the patient had a surgery where the insert, bushings, sleeve, bumper and rotating component were revised on an unknown date for an unknown reason.

Manufacturer narrative:
An event regarding revision involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 64812150; mrh hdp assembly pack; lot# lez537. Cat# 64812120; mrh axle; lot# ctd7984. Cat# 64812100; mrh tib rot comp xs-xl; lot# 086150. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.